Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. Corrective action: algorithms have been incorporated into the software for the trima accel system. These algorithms recognize a potential elevated wbc count due to the failure mode witnessed during this investigation. The software will flag the procedure to measure or "verify wbcs in the platelet product". The new algorithms were added in the 6.1.2 trima equipment software upgrade. Internal capas have been initiated to evaluate reports of elevated wbc counts.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: the run data file (rdf) was analyzed for this event. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided. Signals in the rdf indicate the possibility that the plasma line may have been partially occluded during a portion of the run. The occlusion of the plasma line causes the plasma line to no longer contribute to the platelet pump during the pca substate, which in turn causes the flow through the lrs chamber to be higher than the system expects. This can cause wbcs to escape the lrs chamber and end up in the product bag. The orientation of the tubing as loaded in the centrifuge hex holder under certain flow conditions, may cause the plasma line to pinch off.